Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not communicating with transmitter and received a lost sensor alarm. Customer's blood glucose was 44 mg/dl. Customer reported that low blood glucose was due to activity during the day. Customer was educated on issues that could cause a lost sensor. Customer declined troubleshooting insulin pump.